Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. As per the intuitive surgical inc.(isi) field service engineer (fse), the logs showed no errors. The site redraped the arm and completed case with no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive clinical sale representative (csr) called in to get assistance from the technical support engineer(tse). The universal surgical manipulator (usm) 3 retracted up on insertion axis while suturing. The site, had power cycled the system and removed drapes with no issues. The site is continuing with the next case. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the clinical sales representative (csr) to obtained the following additional information regarding the reported event: the issue occur while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer, and the surgeon was trying to manipulate the instrument from the console. The problem was believed to be that the instrument was not completely recognized. The problem was resolved by reseating the instrument. There was no injury to the patient.